Event description:
It was reported that the customer's insulin pump had persistent no delivery alarms. Due to the issue the customer's insulin pump was to be replaced. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.